Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked from the cartridge septum. Reportedly, the cartridge had stopped leaking and the customer continued to use the cartridge. Blood glucose (bg) was over 500 mg/dl with high ketones and bg was addressed with manual injections.